Manufacturer narrative:
(B)(4): the customer reported that the unit failed to recognize the battery in the a compartment. The unit was evaluated philips and the failure was verified. Replacement of the battery pca resolved the failure. The unit passed all post servicing testing and was returned to the customer site.

Event description:
The customer reported that the unit failed to recognize the battery in the a compartment.